Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use manual injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the replacement pump would be sent, which includes updated software. Caller understood and acknowledged instructions on returning the malfunctioning pump and steps for using the replacement pump.